Event description:
Using it for months, got about 2-2.5 weeks before the bottom layer separates from the top. This has happened with every one he has used and all after 2 weeks. Is there something he can do to glue them back together?

Manufacturer narrative:
Using it for months, got about 2-2.5 weeks before the bottom layer separates from the top. This has happened with every one he has used and all after 2 weeks. Is there something he can do to glue them back together?